Event description:
Pt was supine on the pt table of a gamma camera undergoing a whole body bone scan. The preprogrammed protocol for "whole body" imaging was in progress. The first half of the scan had been completed, meaning the anterior of the pt had been scanned. The gantry, which contains the detector, was positioned at the foot of the table and the detector head was retracted to its outermost position. The gantry had begun its counter clockwise rotation in the process of moving the detector underneath the pt to scan his posterior aspect. At 14:17, the technologist reported that she/he heard a "crack." The technologist further reports that as she/he turned towards the noise, she/he visualized the gantry beginning to topple onto the pt. The technologist reportedly fled from the room and called a code 99. The force of the toppling gantry collapsed the pt table to the floor thereby pinning the pt. The hosp staff attempted to lift the gantry off the pt without success. A floor jack was brought into the room in an effort to raise the gantry. At 14:27 pt was successfully removed and transferred to the emergency dept where resuscitative efforts were performed. Unfortunately, pt died shortly thereafter as a result of the injuries that he sustained during the incident. Facility immediately undertook their own investigaton and as part of this effort retained an expert metallurgical engineer to assist in determining the cause of the accident. On 11/15/96 the expert examined the device involved and the procedure room. On 11/16/96 he rendered the results of his preliminary investigation. The expert opined that the handle of a step stool used by the pt to assist him onto the table caught the corner of the detector head during the counter clockwise rotation of the gantry. The machine continued to drive. The sturdy step stool did not give way. The entire scanner was lifted from its track thereby altering its center of gravity and subsequently the scanner tipped onto the pt.